Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation at 20 atmospheres for 1 minute, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.